Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) and was reported to be dislodged. The patient was not pacer dependent. The patient underwent a revision procedure where this lead was repositioned. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.